Manufacturer narrative:
Concomitant medical products: unspecified mating device. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Patient demographics was not provided.

Event description:
It was reported that during a 24- hour tacrolimus infusion that was initiated on (B)(6) 2020 at 0850, the tubing set unintentionally disconnected from an unspecified mating device after 14 hours and 50 minutes. Although requested, no additional information was provided.